Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed; the battery operated as expected during bench testing. Analysis revealed that the device passed visual examination and functional testing. The event described as "fully charged but is not accepted by con and switch to the other power port immediately" could not be duplicated at the bench level. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the patient's battery is not being recognized by the controller despite being fully charged. It was mentioned that power would switch to the other port immediately. The battery was exchanged with no reported patient consequences. No further information was provided.